Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a 27mm watchman flx closure device was implanted. During a routine 45 day follow up examination, transesophageal echocardiogram (tee) revealed a thrombus superior and anterior of the closure device. The patient medication regimen was changed and will be rechecked at the follow up exam.